Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to lead damage caused by the guide wire. Upon implant, the guidewire protruded from the side of the lead. Subsequently, the procedure was successfully completed with a new lv lead. This attempted lv lead has not been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to lead damage caused by the guide wire. Upon implant, the guidewire protruded from the side of the lead. Subsequently, the procedure was successfully completed with a new lv lead. This attempted lv lead has not been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed a puncture hole in the silicone insulation near the tip of the lead. It was confirmed the wire escaped the lead lumen during back-loading, as was reported from the field. If pertinent information is provided in the future, a supplemental report will be submitted.